Manufacturer narrative:
Since the subject device has been not returned to any of olympus locations, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was turned into black screen and was not displayed during preparation for the gastric examination. The user canceled the intended procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus china checked the subject device and found that the reported phenomenon was duplicated due to the failure of the failure of the video cable connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report from olympus china and it has been passed more than 4 years since manufacturing the subject device, omsc surmised there was the possibility this phenomenon was attributed to the worn lock and pins on the video connector socket due to connecting the video connector of the subject device with the excessive force by the user, if the user use frequently and repeatedly the subject device. If additional information becomes available, this report will be supplemented.